Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated that drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm due to motor error alarm. Insulin pump received loose drive support disk.